Event description:
From the reported, the dr found that, when he tried to turn the thumbwheel, the catheter would not retract and tension began to build up on the wheel. When, he tried to tug the device, 2-3 cm of stent bunched up. After trying to turn the thumbwheel again, the fast track thumb slider popped off and released. He tried to tug at the system to remove the rest of the stent, but the stent elongated. No intervention was reported.

Manufacturer narrative:
Evaluation of the device reported that there was a severe kink at the distal edge of the strain relief. The thumb slide was in the full back position and the hypo tube was bent inside the handle. The thumbwheel made a clicking sound when rotated backwards. The guidewire was detached from the system. The handle was opened and the anchor was broken off from within the handle.